Manufacturer narrative:
The recipient reportedly still has minor swelling at the magnet site; however, overall pain and swelling has gotten better. Recipient is wearing the device full time with short breaks. The recipient was prescribed a different steroid cream (type unknown) to continue treating magnet site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and irritation at the magnet site. The recipient is not a consistent user of the external equipment. The recipient was reportedly prescribed steroids (type unknown) with some improvement. The recipient was reportedly prescribed antibiotics (type unknown). A CT scan was unremarkable.

Manufacturer narrative:
Additional information section: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved. The recipient has resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.